Event description:
Event description cpi received info that a pt with this ventak mini implantable cardioverter defibrillator (ICD) wasn't feeling well and presented in the emergency room. Pt was in ventricular tachycardia and the device did not deliver therapy. The pt was externally shocked. The ICD could not be interrogated and was emitting a constant tone.